Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer reported that the insulin pump had insulin flow blocked alarm and event was resolved by infusion set change. It was reported that the infusion set was bent, one infusion set did not stick to the skin after insertion, and fell off. Customer was declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.